Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 17nov2017 through aware date (B)(4) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 4 screen operations & chapter 6, troubleshooting, states the following: error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 211 peak pattern error: explanation: peaks were not separated well. Countermeasure: check the samples, buffers, and hemolysis & wash solution. 6.4 abnormal chromatograms: chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. The most probable cause of the reported event was due to failure of the column.

Event description:
The customer reported that they were not receiving results for quality control with their g8 analyzer. The results sent in for technical support (ts) to review were from the error log and noted "211 peak pattern" errors. Ts called the customer back the following day and the customer reported that the analyzer was running without issue after the column was changed. No further action was required by technical support. The reported event resulted in a delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.